Event description:
After a successful placement of the essure birth control device in (B)(6) 2009 and a successful follow up for a contrast dye x-ray to ensure correct placement and absolute blockage in (B)(6) 2010, I have now learned that I am pregnant with an unwanted child. Once failure rates begin to climb drastically, from what I'm told by my ob/gyn, he's had 2 failures recently in his own office resulting in pregnancy. I am a mathematician, so I know this is much higher than .2%. Patients should have been notified by the MFR that this is not a reliable form of birth control. Once they learned that the inserts had begun to migrate in a large number of women, patients should have been notified. This is a simple fix for women wanting to prevent pregnancy! Use an alternate form of birth control until a solution is reached. I would not be pregnant, facing an abortion, if the company had been responsible enough to let patients know that the device was not as reliable as advertised.